Event description:
It was reported that the health care professional (hcp) called for review of a stored episode for this patient with an implantable cardioverter defibrillator (ICD). Technical services reviewed and found there was noise that was being oversensed resulting in an inappropriate stored ventricular episode that was due to electromagnetic interference (emi) from a procedure. The hcp confirmed the patient did have a medical procedure done that same day. No out-of-range lead measurements were observed. At this time, the device remains in service. No adverse patient effects were reported.